Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer was wearing the site for 4 days. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 430 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Device not returned.